Manufacturer narrative:
Evaluation of the returned jet7 confirmed a fracture. If the device is manipulated against resistance or is otherwise mishandled at extreme angles during use. Damage such as a kink and subsequent fracture may occur. Further evaluation revealed a distal shaft stretch. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), an aspiration tubing (tubing), a penumbra engine (engine) and a non-penumbra sheath. It was noted that the patient anatomy was tortuous. During the procedure, the physician advanced the jet7 through a sheath to the face of the clot then connected the tubing to the engine and initiated aspiration. Next, the physician completed one pass using the jet7 and during the second pass, after turning the flow switch to on, the physician noticed there was insufficient suction. Therefore, the jet7 was removed. Upon removal, it was noticed that the jet7 was fractured approximately 20 centimeters from the hub side of the catheter. The procedure was completed using a new jet7, the same engine and the same sheath. There was no report of an adverse effect to the patient.